Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated when the guide was attempted to be removed, there was resistance and deterioration at the distal part of the tube. Several attempts were made to remove the guide, but the plastic covering (tube) was moving with the guide. Perforation was observed in the distal part of the guide.